Event description:
It was reported that the customers has passed away at home. The official cause of death is unknown, however the friend stated that she believes the customer had a massive heart attack. The caller stated that for a couple of weeks, prior to passing, the customer had a more than normal heart burn. The customer had neuropathy. The customer's blood glucose, at the time of death, is unknown, however, the customer's last recorded blood glucose value was 254 mg/dl at 8:38 am. The spouse got home after 5pm and found the customer deceased. The customer was wearing the insulin pump at the time of death. The customer was using sensors. Unknown if sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.